Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not having access to sound with the device on the right side from the first fitting on.

Manufacturer narrative:
According to the currently available information, the patient has no benefit from the device due to undetermined reasons. Based on the received in situ measurements no technical issue could be seen and a correct positioning of the active electrode was stated. The device will be kept implanted and the clinic will further monitor the patient. This is a final report.

Event description:
The patient is not having access to sound with the device on the right side from the first fitting on. As per new information received, the medical decision is to keep the implant in place. The patient will use only the contralateral implant.

Manufacturer narrative:
Based on the received information from the field, the recipient is experiencing non-auditory sensation on nearly all channels. These symptoms are known as post-operative side effects of cochlea implantation surgery. The electrode is reported to be in proper intra cochlea position by the surgeon. Further, in situ measurements show 3 channels in hi status due to undetermined reasons, which might contribute to the reported lack of benefit. Further information on how the clinic will proceed, has deptie requested, not been received.

Event description:
The patient is not having access to sound with the device on the right side from the first fitting on. External devices are functioning; wrong d-coil magnets were used, exchanged to correct ones. Imaging shows the electrode in the correct position. Due do the lack of benefit and non audiorty sensation the user has never worn the processor and whishes the device to be explanted.